Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the low voltage alarm active was confirmed via the submitted log file. The heartmate mobile power unit (serial number (B)(6) ) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 4 days ((B)(6) 2021 per the timestamp). The log file captured an atypical low power advisory alarm active on (B)(6) 2021 at 20:39:55 due to the patient incorrectly putting the white power cable on the black mpu connector and vice versa. On (B)(6) 2021 at 20:39:55, the patient was connected to the mpu with expected rsoc and bus voltage measurements, then at 20:45:17 (the next event) the rsoc voltage lowered to approximately 1.5 volts in both power cables without any power source changes due to the patient swapping the power source leads on the mpu. The expected rsoc voltage should measure approximately 12.8 volts. The low power advisory was active until 20:45:44 when the patient addressed the issue. Provided information stated that the mpu will not be returning for analysis, the mpu has a v-lock connector on the ac power cord, and the patient incorrectly connected the white mpu to the black controller power cable and vice versa. Instead of placing one power cable back on to battery power to fix the error, the inadvertently double disconnected from power to resolve it. Additionally, the mpu serial number is (B)(6). The root cause of the reported event was determined to be the system controller power cables being incorrectly connected to the opposite connectors on the mpu; the black power cable was connector to the white mpu connector, and the white power cable was connected to the black mpu connector. A corrective and preventative action (CAPA) has been implemented to address this issue. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, including the mpu and state to connect the white power cable to the white connector and the black power cable to the black connector. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review observed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The mpu has a v-lock connector on the ac power cord. The patient incorrectly connected the white mpu to the black controller power cable and vice versa. Instead of placing one power cable back on to battery to fix the error, the patient inadvertently double disconnected from power to resolve it.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review observed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The mpu has a v-lock connector on the ac power cord. The patient incorrectly connected the white mpu to the black controller power cable and vice versa. Instead of placing one power cable back on to battery to fix the error, the patient inadvertently double disconnected from power to resolve it.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.